Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. The reporter requested for pn of a g5 display due to big crack. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to rough handling. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 with faulty display and touchscreen. There was no information for patient involvement associated with the reported event.